Event description:
A malfunction code was reported by the customer, who noted that no notable events occurred prior to the incident. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue resurfaced.